Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The blood glucose levels were too high to read on the glucose meter. Prior to the event, the insulin pump had alarmed button error, and the alarm could not be cleared. Troubleshooting could not be conducted due to the alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.